Event description:
Olympus was reported that during a laparoscopic partial right nephrectomy, the ptfe pad of the subject device broke away after just 30 minutes of use. No more info has been obtained.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for eval. The eval confirmed that the ptfe pad of the grasping section disappeared and was not returned. There was a contact mark of the probe and jaw. There was no info when the ptfe pad disappeared. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. In the course of separating, since the distal end of the ptfe pad wore severely and became thin, the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The description in the instructions output for an extended period while the grasping section is closed without contacting tissue. Otherwise, a local increase of the temperature between the grasping section during the seal and cut mode may result in premature wear, breakage and/or probe inside the body cavity. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.